Manufacturer narrative:
Title: frequency and effect of access-related vascular injury and subsequent vascular intervention after transcatheter aortic valve replacement citation: american journal of cardiology (2016) 118(8):1244-1250 (doi 10.1016/j.amjcard.2016.07.045) authors: ditte dencker, md et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the frequency and effect of access related vascular injury and vascular intervention after the implant of a transcatheter bioprosthetic aortic valve. All data were retrospectively collected from a single center between january 2013 and september 2015. The study population included 333 patients (predominantly male; mean age 80.8 ± 6.7 years), 222 of which were implanted with medtronic corevalve and 16 of which were implanted with a medtronic evolutr (serial numbers not provided). Among all patients adverse events included: vascular rupture, extravasation, vascular dissection, vascular or arterial stenosis (occlusion), hematoma and pseudoaneurysm. Interventions included: balloon angioplasty, surgical intervention and stent placement. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.